Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor indicated he was placing the fnt3213 implant and noticed the hex connection was damaged. When doctor tried to torque, the connection of the implant failed and it did not screw.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement. The reported device was received for evaluation. Visual inspection revealed signs of wear consistent with use as well as a damaged external drive feature/collar. The reported condition of a damaged hex feature was confirmed. A device history record (DHR) was completed for the device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. A complaint history review of the reported device lot revealed no additional complaints for the reported condition. A definitive root cause could not be determined. Probable causes for the reported event include the following: customer error while transferring the implant, excessive torque during seating, and incorrect drill usage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor indicated he was placing the fnt3213 implant and noticed the hex connection was damaged. When doctor tried to torque, the connection of the implant failed and it did not screw.